Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis performed revealed no anomalies were found.

Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to bacteremia. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2012; 694758 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.